Event description:
During a heart procedure, the footcontrol, abc handpiece got very hot and quit working part way through the surgery. It was replaced with another of the same kind and there were no further problems.